Event description:
It was observed during the device inspection, that the videoscope exhibited no image due to a damaged charged coupled device (ccd) unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported event was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is likely the ccd unit broke while the user was handling the device, which resulted in the reported loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.